Event description:
Continuous dialysis was initiated on (B)(6) 2011. Initial set-up of the machine was uneventful. During therapy from (B)(6) 2011 through (B)(6) 2012, the machine had several self-test failures, but were resolved with help through phone calls to tech support. The two self-test failure codes were 0060-filter and effluent pod and 0040-filter pressure pod. After several days of interrupted therapy, on (B)(6) 2012, a second machine was brought in, primed, and therapy restarted. Self-test failures continued to occur and tech support continued to provide guidance, which appeared to resolve the errors. At approx 12:30 on (B)(6) 2012, the pt was found unresponsive in pea. We are unable to determine at this time whether the machine malfunction continued to the pt's death, as the pt had a complex medical history.